Event description:
Info received indicates during testing, the pump under infused 5 mls when should have been 10 mls.

Manufacturer narrative:
Testing of the pump indicates it was below volumetric accuracy test parameters, but still within 5% accuracy. Pump was calibrated to resolve.